Event description:
It was reported that the pin plug in the dual chamber device caused the patient pain. It was further noted that at the time of the original implant a single chamber device was not available, so a dual chamber device was used with a pin plug. A pocket revision was performed for the pain and the dual chamber device was removed and replaced with a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.